Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 03016 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. There were also traces of blood observed on the coaxial port. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 'the safety system detected fluid in the catheter and stopped the injection.' During inspection and pressure testing of the shaft segment, a guide wire lumen was partially detached from tip molding bond. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. The guidewire lumen was also twisted after heat shrink. No leak was observed there. During inspection of the handle segment, blood/liquid was observed inside handle. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink/twist, guidewire lumen separation from the tip molding bond, and a breach at the attachment to the tip. If information is provided in the future, a supplemental report will be issued.